Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported output anomaly was confirmed in the laboratory via review of programmer printouts. The device was tested on the bench and a damaged component within the high voltage circuitry was found. The damage was consistent with that being cause by high voltage therapy delivery into a low impedance output. The cause of the low hv lead impedance could not be determined.

Event description:
It was reported that the device had given an error message stating possible output circuit damage. The device was explanted and replaced.